Event description:
Attorney indicated the pedicle screw implanted at s1 either broke or sheared post operative and was removed.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.